Manufacturer narrative:
H10: follow up for memo attachment.

Manufacturer narrative:
The bone screw damaged prior to the start of the surgery, from the investigation stand of point, all indicates it was due to an over torquing of the bone screw while it was stuck in a tissue protector.

Event description:
It was reported that during set-up the scrub tech noticed that the head of one of the bone pins was misshaped and missing and the shaft of the pin had severe shearing marks. The head of the pin would not fit into the pin driver. No patient involvement.